Event description:
It was reported that during an esophagectomy surgery, could not fire. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #832c69. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disassembled from the motor terminal, and evidence of corrosion was noted on the motor, therefore making the device non-functional. No functional testing could be performed due to the returned condition of the device. Regarding the corrosion of the motor, one possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 832c69, and no non-conformances were identified.